Event description:
The customer reported that a pump sn (B)(4) continued infusing an unknown drug ona pt after the pump was shut down and entered sleep mode. It was unknown how much of an over infusion had occurred. It was stated that this happened in "IV therapy". It was stated the history log on (B)(6) 2013 at 11:30 said "entered sleep mode, pump run, auto restart, displayed the values of the infusion, pump stop, exit sleep mode". There was no pt injury. No further information was available.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.